Manufacturer narrative:
The reported loose component for the returned controller, (B)(4), was confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector at power port 2 of the controller. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors..." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient's controller had a loose power port. The patient was exchanged to his back-up controller without issue. No further information was provided.